Manufacturer narrative:
Unit received with constant rf pic failed selftest alarm due to a faulty y1 on the rf board. Unable to perform self-test and displacement test or verify time/clock anomaly due to rf pic failed selftest alarm.

Event description:
Customer reported via phone call that the insulin pump freezes and the pump restarts by itself and the clock was wrong. Customer's blood glucose level was unknown. Customer stated that its not freezing just restarting. Customer stated they were able to clear the alarm also able to complete rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.